Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, the subject pacemaker was implanted without any difficulties. After the implantation procedure, the physician interrogated the pacemaker before 20 minutes post-implantation and the programmer showed a message warning that the automatic detection of implantation process would be interrupted. After the physician accepted the message, it was observed on the ECG of the external analyzer connected to the patient that the pacemaker went from ddd mode to an inhibited mode with a 2 second pause.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the subject pacemaker was implanted without any difficulties. After the implantation procedure, the physician interrogated the pacemaker before 20 minutes post-implantation and the programmer showed a message warning that the automatic detection of implantation process would be interrupted. After the physician accepted the message, it was observed on the ECG of the external analyzer connected to the patient that the pacemaker went from ddd mode to an inhibited mode with a 2 second pause.